Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the unit and was unable to reproduce the reported failure. The fse set up the balloon and trainer to see if unit was operational and it was. The fse set unit up to pump over the weekend. The unit pumped over the weekend without alarming. The fse then performed auto fill calibration. The unit was then released for clinical use. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced a helium leak. It was later reported by the customer that the iabp generated a "leak in iab circuit" alarm. There was no patient harm and no adverse event reported.